Manufacturer narrative:
Additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the scratched screen. The customer stated problem was duplicated. Investigation found that the device was alarming consistently upon start-up. The device was tested with new batteries and with direct power and had the same result. There is an issue with the circuit board and needs to be replaced. Replaced the circuit board. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device has intermittent power issue, and alarms unnecessarily. It is unknown if there was a patient, or clinician injury associated with this occurrence.